Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence. Customer's blood glucose level ranged between 144 and 253 mg/dl. Reportedly, the customer reloaded cartridge to resolve the issue.